Manufacturer narrative:
(B)(4). Event evaluation - a review of complaint history and instructions for use (IFU) was conducted during the investigation. The device was not returned to assist in the investigation. Based on the customer report, upon completion of blood flow monitoring, the wires of a dp-sdp00x device are being cut, which leaves the wire and doppler crystal within the patient. The device IFU ((B)(4)) was reviewed, and the following statement was found: "probe conductor wire and crystal assembly placement must not exceed 29 days." The practice described in the complaint is explicitly forbidden based on the IFU statement. Complaints for the past year were reviewed, and none were filed for irritation, infection, or swelling at the site of the implantation. No long-term effects from this type of event have been reported. There are no signs that this complaint was caused by a manufacturing nonconformity or a lack of information within the IFU.

Event description:
The user cuts or incompletely detaches the conductor wire, leaving a partial conductor wire in the patient; the IFU instructs to remove conductor wire from patient. This report has been recorded due to the following within the product's IFU. "Caution: do not remove the probe conductor wire and crystal assembly (leaving only the cuff in situ on the vessel), until monitoring is completed (3-5 days). Probe conductor wire and crystal assembly placement must not exceed 29 days." "Mr unsafe - do not expose patient to an MRI procedure while cook-swartz doppler flow probe is implanted. Substantial MRI-related heating of the doppler flow probe may occur. Doppler flow probe must be removed prior to any MRI procedure." The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). This event is not currently under investigation.

Event description:
The user cuts or incompletely detaches the conductor wire, leaving a partial conductor wire in the patient; the IFU instructs to remove conductor wire from patient. This report has been recorded due to the following within the product's IFU. "Caution: do not remove the probe conductor wire and crystal assembly (leaving only the cuff in situ on the vessel), until monitoring is completed (3-5 days). Probe conductor wire and crystal assembly placement must not exceed 29 days." "Mr (B)(6) - do not expose patient to an MRI procedure while cook-(B)(4) doppler flow probe is implanted. Substantial MRI-related heating of the doppler flow probe may occur. Doppler flow probe must be removed prior to any MRI procedure." The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.